Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there were episodes of symmetrical noise on both right atrial (ra) and right ventricular (rv) channels of the pacemaker. Review of the report showed some oversensing with pacing inhibition and atrial tachy response (atr). There was also a lead safety switch on the rv lead due to high out of range pacing impedances greater than 3000 ohms. The noise was able to be reproduced in clinic with isometrics when the patient was pushing up and pushing on walker. There was no reprogramming performed at this time, and the plan was to continue to monitor. The lead remains in-service. No adverse patient effects were reported.